Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. The first dilation was done at 12 atmospheres for 7 seconds and the second inflation was done at 16 atmospheres for 8 seconds. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.